Event description:
It was reported that a system error 2367 occurred on the homechoice (hc) machine during an unknown process step. The baxter technical service representative (tsr) was unable to reset the alarm. No previous alarms were discussed and no review of the log was preformed at that time. The tsr initiated a swap of the device. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. The disposable samples are unavailable for evaluation. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. A follow-up MDR will be submitted if additional relevant information is received. (Same patient as in related homechoice device swap for (B)(4)).